Event description:
During a cardiac ablation procedure using a safire ablation catheter, a pericardial effusion occurred. During application of the last radiofrequency lesion, the patient became hypotensive with an increased heart rate. A transesophageal echocardiogram was performed to reveal a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with the device.

Manufacturer narrative:
Method: one safire ablation catheter was returned for evaluation. A bend was noted on the distal shaft and the catheter passed electrical and temperature testing. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported pericardial effusion remains unknown as the event could not be confirmed. Per the IFU, cardiac perforation is an inherent risk while using this device.